Event description:
Caller states that the multiclix drum was uncapped out-of-box. Customer picked up the drum and two lancet needles fell out of the drum. Customer mentioned that when purchased, the box of the drum was damaged with "razor cuts" prior to being opened. No accidental needlestick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.